Event description:
It was reported that pump usb port was visibly damaged, although pump did not shut down and remained usable. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, and technical support arranged replacement pump with updated software.